Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion, blurry vision in left eye one day post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/15 post-op 20/20. Bcva left eye pre-op 20/15 post-op 20/40. The patient complained that eye was difficult to open, had discomfort and pain.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.